Event description:
As reported by our (B)(6) affiliate, a shunt between the left and the right ventricle was observed on post operative day (pod) 1. A 26mm sapien xt valve was implanted via a transfemoral approach. On pod-1 the patient claimed chest pain and back pain. Coronary obstruction was suspected but electrocardiography showed no abnormality. Echo showed shunt between the left and the right ventricle. The hemodynamic was unchanged and the patient was in stable condition. Angiography was planned on pod5 and the shunt area would be assessed. The physician suspected that the rupture of the left ventricular outflow tract was caused by calcification which had been pressed by the sapien xt, or septal perforation caused by a guidewire.

Manufacturer narrative:
Additional information was received: post procedure the patient was discharged from the hospital in stable condition. The physicians were unable to determine if the left to right ventricle shunt was due to a vsd or an annular rupture because the patient¿s renal condition did not allow for further use of contrast and the blood flow between the cavities was too small to be observed by CT. The aortic annulus diameter measured 22.9mm by tte with severe valve calcification. The sinotubular junction (stj) diameter measured 22.4mm. Per the instructions for use (IFU) cardiovascular injury, such as perforation or damage (dissection) of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. Aorto-cardiac or intra-cardiac fistulas and shunts are relatively rare but can result from endocarditis, tissue trauma or rupture of cardiac aneurysms. They have been reported as a rare complication following surgical or transcatheter aortic valve replacement. This type of defect in the cardiac tissues or aortic wall can result from trauma during percutaneous aortic valve implantation, additional in-valve balloon dilation on a heavily calcified native aortic valve, or tissue erosion over time from calcified vegetations or the valve frame. Percutaneous closure of paraprosthetic leaks using atrial septal occluders, patent ductus arteriosus occluders and coils may be required to close the communication. In this case, the physicians were unable to determine if the left to right ventricle shunt was caused by a vsd or an annular rupture. However, per report it may have been related to a lvot rupture caused by the severe calcification being pushed during valve deployment, or a septal perforation caused by the guide wire. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Manufacturer narrative:
Investigation of this event is ongoing.